Event description:
It was reported that during a left tka procedure, the tibial twin peg varus/valgus alignment was off on planning. The surgeon made tibial cut and then put a spacer block and drop rod on to check the alignment of the cut and the tibial cut was off. The procedure was completed manually with s&n instrumentation without delays.